Event description:
Reporter indicated that patient experienced two episodes of asystole during implant surgery. During the first lead test, the patient experienced an episode of asystole lasting a few seconds. The lead test results showed high impedance. The surgeon checked the generator/lead connection and ran another lead test. The patient again experienced a brief episode of asystole. This time the lead test results were fault/fault. The surgeon re-booted the computer and ran a third lead test. This time the results were ok and no asystole was experienced. Two additional lead tests were run, both with ok results and no asystole. The surgeon felt comfortable with the device implanted. The patient's device would be programmed to on at a later date by pt's neurologist. Attempts to obtain additional information have been unsuccessful to date.